Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and there was a connector pin observation. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no solid set of set screw marks visible on connector pin, this would contribute to electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead suddenly increased in capture threshold to high levels. The physician believed this was due to exit block due to scarring. The lead remains in use. No patient complications have been reported as a result of this event.